Event description:
Patient had PICC line implanted. Approximately, a month later chest x-ray revealed that the PICC line had broken. Patient transferred to another medical facility to have PICC line explanted. Follow up condition not known at this time.